Manufacturer narrative:
Device received with blank display, problem isolated to electrical board. Unable to perform displacement, self test, sleep current measurement, active current measurement tests due to the blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported that their insulin pump had a blank display. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the contacts on the battery cap are neither missing nor damaged. Customer stated the battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Display did not return after pump restart. It was unknown if auto mode was active at time of incident. Customer was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.